Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 24 mmol/l with symptoms of nausea, tiredness, and increased thirst. The pump was reviewed with the patient related to the event and found that the pump settings were programmed as intended, the basal history matches programmed rates and was correctly reflected in the total daily dose, and the bolus history was recorded as programmed and correctly matches the bolus totals in the total daily dose. During troubleshooting the pump successfully delivered an air bolus. Further review of the event indicated that the patient had recent changes in diet, changes in stress/pain levels due to a cut on the foot that may have been infected, and had decreased hydration levels at the time of the event. The review also indicated that the patient may not have responded to a pump alarm in a timely manner contributing to the event. This report is made based on the allegation that the patient experienced hyperglycemia which may have been contributed to by delayed response to a pump alarm.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/21/2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the pump display screen was noted to be dim.